Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net and was brought into the clinic for further evaluation. Inappropriate antitachycardia pacing therapy due to lead noise was noted. Patient had received vibratory notification alert for high, out of range pacing lead impedance. Complete loss of capture was also observed. The noise could not be reproduced with isometrics. The lead was capped and replaced. Lead fracture was noted. The procedure went well with no complications; patient was fine post-procedure.